Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were on disconnected mode. A technical support specialist (tss) found that the health sight viewer showed all devices as not communicating. Tss remotely accessed the application server and restarted the bd data synchronization server service and started the carefusion aria agent and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations at the facility were operated on disconnected mode. The customer stated that this issue affected every station, that medications could still be pulled but error messages appeared, and that new orders were not crossing to the pyxis stations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.